Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow block. Customer's blood glucose was 240 mg/dl at the time of the call. Customer states she received numerous insulin flow block alarms. There is no kink/bents on sets. The device will return for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or occlusion alarm or insulin flow block alarms were noted. (B)(4).